Event description:
It was observed that during the device evaluation, the scope cable had not able to connect to scope side connector and no image could be shown due to scope cover was broken off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cope side connector not able to connect to scope, hence no image could be shown due to scope cover was broken off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.